Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation that was bleeding. The patient's physician recommended a powder or lotion, but did not prescribe anything. The patient's physician also instructed the patient to remove the lifevest 'for a little while' to air out the skin. Follow up indicated that the irritation improved.